Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.7mm vticmo13.7 implantable collamer lens, -12.0/+2.0/085 diopter, in the patient's left eye (os) on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to excessive vaulting, shallow anterior chamber, angle closure, pupil block, with elevated intraocular pressure. The lens was exchanged for a shorter lens. At 4 days post-op the lens had a high vault with non-controlled intraocular pressure elevation.

Manufacturer narrative:
Additional information: device evaluation - the lens was returned in liquid in a lens case/vial. Visual inspection found haptic torn/broken/bent/deformed and foreign material on lens surface (unspecified). Patient code - (B)(4) angle closure, shallow anterior chamber. Corrected data: (B)(4).